Manufacturer narrative:
The investigation included evaluation of customer-returned product, in-stock product from a different lot, review of production and assembly records, training records, raw material documentation, product design, and customer-supplied information. The review determined that the product was manufactured using approved materials and met applicable specifications. No deficiencies were identified with raw materials, equipment performance, design, or production documentation. However, the investigation confirmed that the product was not assembled in accordance with the established assembly protocol. Additionally, a lack of documented training specific to the assembly process was identified. The non-conformance was attributed to insufficient training and failure to adhere to the approved assembly protocol. Corrective actions have been identified to address training documentation requirements and to reinforce compliance with the established assembly procedures to prevent recurrence.

Event description:
Clinic personnel noted on (B)(6) 2025 while removing the see luer cap set mpc-130 from its bag, that the threaded sleeve was not engaged with the luer pin.the health worker set aside the part and obtained a new part. No direct patient involvement was noted. This event was reported to molded products 12/08/2025 an investigation was immediately opened.